Event description:
It was reported that the displayed temperature and humidity values were different from the actual ones and that the incubator did not generate any alarm. No pt injury occurred due to this event.